Manufacturer narrative:
A review of our complaint data base history for this type of product and reported adverse event reveals that there are no other similar reports. A review of the reports listed in maude also suggests there are no reports linking our product or similar products and the reported patient outcome.

Event description:
The company received information that the patient expired due to a perforation in the lung. The customer stated that there is no allegation of a malfunction nor user error of the endotracheal tube in this report. The customer stated they were doing their due diligence for all potential causes and based on information they have, they do not believe the 2.5 uncuffed ett caused nor contributed to the patient's death. The customer reported that they will not be returning a sample for evaluation nor will they provide a lot number for the sample.